Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black specks in the tubing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 15, 2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black specks in the tubing and burning smell form the device. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed an unknown dust contaminant on the top cover, bottom enclosure, side panel, rca, blower cap, blower, blower housing, right side assembly, inside iso port, air inlet seal, water tank, f lip lid seal, bottom humidifier enclosure, and humidifier flip lip lid enclosure. They observed black hairlike contaminant on the bottom enclosure, blower cap, blower, and blower housing. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower, inside iso port, and blower housing. The water tank pan had mineral deposits in it. They observed odor through therapy and investigation. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the complaint of odor, odor was observed through therapy and investigation, or address the symptoms specified. They were able to confirm the complaint of black specs, most likely from an outside contaminant. There was no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source. Sections d8, d9, h2, h3, h6 has been updated in this report.